Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the excessive no delivery alarm test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the customer received multiple no delivery alarms at manual prime on the insulin pump received as replacement. Customer has not used the insulin pump for a few months and continued to use the old device which had multiple motor error alarms. Customer was strongly advised against this. Customer requested to get the device replaced. Nothing further reported.